Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/compromised force sensor alert and excessive no delivery test or verify compromised force sensor alert alarm and unexpected restart alarm due to blank display.

Event description:
Customer's wife was reported via phone call that the insulin pump had compromised force sensor alarm. Customer¿s blood glucose level was unknown at the time of incidence. Customer also report unexpected restart alarm and customer was able to clear the alarm as well as customer able to complete insulin pump rewind. Customer was advised that the pump had need to be replaced. Customer had advised to discontinue use of the pump and revert to back up plan per healthcare professional instructions. Troubleshooting was performed. Insulin pump will return for analysis.